Manufacturer narrative:
One 120803f catheter was returned for examination. The reported event of "shear off" was confirmed. As received, the spring tip with the balloon latex and both windings were detached from the catheter body and not returned. The catheter body underneath the balloon appeared twisted and deformed. No other visible damage was observed from the catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon burst and sheared off into the patient. The physician determined due to the location of the balloon piece, it was safer to leave the balloon in place. No patient complications were reported. Patient demographics are unable to be obtained at this time.

Manufacturer narrative:
An engineering examination identified an opportunity to standardize the adhesive application to optimize adhesive application of the balloon tip. The complaints incidence will continue to be monitored and applicable actions are going to be taken as required.correction: a change to update the component code.UDI # (B)(6).

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.